Event description:
In 2004, the patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the patient the following day. For the last 2 weeks, the patient had been obtaining results in the 200 mg/dl range on the reported meter that they believed were too high compared to how they felt. They took additional humalog insulin based on their sliding scale regimen and, more than once, felt shaky, cramping, headache, disorientation, and nausea afterwards. They drank orange juice and felt better. On one occasion, a result of 120 mg/dl was obtained on their physician's meter within 30 minutes of a result on their meter of greater than 200 mg/dl. They had not taken any action to affect their blood glucose level after testing with the meter. The customer care representative (ccr) walked to the patient through two consecutive control solution tests; results of 156 and 138 mg/dl were obtained, which fell outside of the specified control solution range of 101 to 137 mg/dl. Based on the failed control solution tests, there is an indication that the product malfunctioned. Due to the patient's hypoglycemia symptoms after taking additional insulin based on the meter results, there is an indication that the product malfunctioned. Due to the patient's hypoglycemia symptoms after taking additional insulin based on the meter results, there is an indication that they experienced injury due to the product malfunction and the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.